Manufacturer narrative:
Nut in lift motor assembly failed.

Event description:
It was reported by service report that the bed drifts down at the foot end. No pt involvement or adverse consequences are reported.